Manufacturer narrative:
H10: per the customer¿s response, it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material found in the air/water nozzle, the evaluation findings were as follows: the light cover glasses were chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was stained, the distal end adhesive was lifting, the insertion tube bending section cover adhesive was lifting, the "down/left/right" angles were not to specification, there was evident play of the "up/down" angle, the air channel volume had evident blockage, the water flow and water removal was not to specification, the water channel volume was had evident blockage, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite colonovideoscope had an air/water leakage and blue/yellow keeps alarming on different machine. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign debris was found protruding from the air/water nozzle.